Event description:
Pip saline breast implants (B)(6) 1999. I was never notified that they lost their FDA clearance. Never tracked as to health and any illness. Never contacted again. I now have severe inflammation and hashimotos. Severe degenerative, joint inflammation. FDA safety report ID# (B)(4).